Event description:
The device was returned as no longer needed. There were no alleged problems. During the repair evaluation, it was discovered the unit intermittently would not dump high pressures. There was no pt involvement, malfunction detected on technician's bench.